Event description:
The ICD had a device parameter error message when it was interrogated. Several attempts were made to reprogram and reset the device without success. The device will be explanted and returned for analysis.